Manufacturer narrative:
Patient age at time of event: (B)(6).

Event description:
It was reported that saline was coming out of the infusion line. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). During procedure while inside the patient, the catheter kind of buckled and the infusion line coating lifted up a little. It was also observed that the saline did not seem to be running properly through the infusion port. The catheter was then pulled out of the patient while holding the rex mode button. Upon removal, it was observed that the infusion was still working and saline was coming out of the infusion holes, but it seemed to be running very fast. Another 2.1mm jetstream xc catheter was used to complete the procedure. There were no patient complications reported and the patient's status post-procedure was fine.